Manufacturer narrative:
A software investigation was initiated but was unable to determine probable cause without further information. If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic representative reported that while outside of a procedure, after a scan was loaded onto the system he was receiving errors regarding spacing of slices. He sent in a picture of the scan. There was no patient involved in the event.